Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic resection procedure, the surgeons used knot technique, and within 30 seconds, the thread broke after 3 tie attempts. Another suture was opened to complete the case. There was no patient injury event.